Event description:
The patient was implanted with a left ventricular assist device. Approximately 11 days post-implant, the patient began exhibiting heart failure symptoms and was readmitted to the ICU. The patient's chest was reopened and the surgeon reported that there was no flow through the graft. The patient expired shortly after. The vad coordinator mentioned the possibility of a low level infection, and the patient's international normalized ratio (inr) was normal.

Manufacturer narrative:
The patient expired on (B)(6) 2012. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.